Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). Per internal review, it was noted that the device manufacture date that was obtained through the manufacturing record evaluation was inadvertently left out on follow up report #2. Therefore, h4. Device manufacture date of 25-aug-2020 is included on this report.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001370 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
Additional information was received on(B)(6)-2021 and it was reported that the hemostatic valve dislodged and was stuck inside the hub of the sheath. The hemostasis valve (gasket) did not break into two or more separate pieces. The sheath was being used on the patient and air did not enter the patient¿s body. This issue did not require percutaneous, surgical removal or medical intervention. The hemodynamics were not compromised due to the bleeding. The approximate volume of blood that was lost was less than 10 ml. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo" 8.5f bi-directional guiding sheath large and a hemostatic valve separation issue occurred. During the procedure, there was resistance when the catheter was inserted into the carto vizigo sheath. After a flush, the liquid was coming back out. It was stated that the vizigo sheath had a hemostatic value that was dislodged. The vizigo sheath was replaced, and the procedure continued successfully. With the information available, this was assessed as a MDR reportable hemostatic valve separation issue.